Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address hip pain. There was a size 12 collarless corail, with a 36+1.5 metal head, 52 pinnacle sector porous cup, 36x52 mom liner, and 2 screws (not sure length). The op note that I received did not have reference or lot numbers. There were also 3 competitor cable in place from the original surgery. The most proximal cable was remove and appeared to have frayed lose, possibly causing tissue irritation? Also, the coral stem seemed to be well fixed so we left the stem and implanted a 36 ceramic ts head. The cup and metal liner were also removed to eliminate any possible metal issues. The surgeon decided to go with a zimmer revision cup and change the cup position slightly. The original cup position did not seem to be out of line. Doi: (B)(6) 2010, dor: (B)(6) 2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect  a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. H10 additional narrative: UDI: (B)(4). Added: a2(dob), b5, d1, d2, d2b, d4 (product number, lot number, UDI),g5, h1, h2, h4 and h6(patient) corrected: d6.

Event description:
Ppf alleges pseudotumor, metallosis and elevated metal ions. Added date of birth of patient, product details of cup, head, liner, stem and screws in impacted products. Doi: (B)(6) 2010 dor: (B)(6) 2017 left hip. Cn(wipro).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.